Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Zip code is not indicated at this time. (B)(4).

Event description:
During intraocular lens (iol) implant surgery, a nurse reported that the surgeon observed something in the haptic, the capsule ruptured upon implanting the iol. The lens was removed and replaced with another iol successfully during the same procedure.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Blood and solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood and surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).